Event description:
It was reported that during use of the product, leakage of air from the pilot balloon was observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was returned for investigation. A pressure decay test found that there was a leak in the pilot balloon. Production personnel perform 100% visual inspection to inspect the pilot balloon and must be free from holes or any damage. Based on sample analysis, it was confirmed that there are no sharp surfaces that could cause the hole that is shaped as a pin hole which indicates that the damage was caused after product manufacture.